Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24gax0.75in prn-capy non-pvc leaked. The following was translated from chinese to english: (B)(6) 2023 patient to hospital emergency department, rescue room nurses the first time for the patient to establish intravenous access, the use of closed anti-needle-stick injury type of intravenous indwelling needles, puncture and found that the needle connection seepage of blood, immediately withdrawn, replaced with a new pair of intravenous indwelling needles, to continue the treatment, did not cause serious harm to the patient, no device combination, implantation date does not apply.

Manufacturer narrative:
1. DHR/bhr review: (1)t he batch number of the complained product is 3037985, is 24g and product code is 383716, produced on 2023/02, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. No samples or pictures were returned,the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific location and situation of the leakage cannot be confirmed. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint.

Event description:
Device was used for multiple punctures. Information provided 03/28/2024. No additional information provided.